Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Event description:
Thirteen discrepant hcv pt values were reported to physicians. A physician questioned the results and retests were performed. Pt samples were retested and corrected reports were issued. There was no report of adverse health consequences as a result of this incident.

Manufacturer narrative:
Additional catalog #: 02554338. Results of samples, which were tested initially on (B)(6) 2010. Samples were retested on (B)(6) 2010, and then a final confirmatory run was done. Sample carryover was ruled out. The root cause of the discrepancy could not be determined but is thought to be a sample handling error by the operator. For medical device reporting purposes this event is considered closed.